Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021. The cause of death was bacterial infection. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.

Manufacturer narrative:
Updated analysis summary by (B)(6). S/w 4.10c. Retainer ring = clear. On (B)(6) 2021 the pump was returned due to patient passing away. Also, on case- (B)(4) (B)(6) 2021 customer alleged for pump error 37 alarm and exposed to the high magnetic environment. Unit received with an energizer alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Unit uploaded properly using carelink and thus. Three pump error 37 alarm during basal deliveries found in the pump history at (B)(6) 2021 on 11:09:20, 11:19:00 and 13:34:44. Pump error 37 may occur during the exposure to the high magnetic environment. However, no over delivery anomaly, under delivery anomaly, displacement anomaly or pump error 37 during testing. The motor was tested outside of the unit and passed. Unit had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, stained/faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: in summary, pump passed all required testing. Customer alleged for pump error 37 alarm was confirmed in the history download and pump was expose to the high magnetic environment in the event date. However, pump error 37 was not confirmed during testing. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.